Event description:
The customer stated that channel a does not detect up stream or down stream occlusion. The hospital respresentative stated that the device was not involved with a patient incident since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding if the reported condition was found during patient use or during testing.